Event description:
The customer reported an overinfusion of lasix as follows: the pt had a lasix drip initiated at 1425. The lasix drip was prepared by the pharmacy and the concentration was 300mg of lasix in 100ml bag of ns. The ordered dose was 10mg/hr, or 3.33ml/hr, as a set rate. The infusion was administered through a primary line. The tubing was primed with approx 20ml. The pump was alarming air in tubing and the rn tapped the side of the tubing to clear a few bubbles. This happened several times over an hr, so the nurse moved the tubing from channel a to channel c at 1630. The nurse is not certain that she closed the roller clamp prior to moving the tubing. At 1700, the nurse handed off the pt to another nurse. The pump alarmed air in the tubing so the on-coming nurse disconnected the tubing from the IV, took the tubing out of the pump, slid the white clamp into the open position, and cleared the air and wasted about 15ml of fluid left in the bag. She did not note how much was in the bag when she took over the pt. At 1900, the bag was noted to be empty. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected devices have been rec'd and an investigation is pending. A f/u report will be submitted with the results of the eval once it has been completed.